Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer checked the ethernet status, and it was not identifying an ethernet connection and replaced the common sled because it had been bent and damaged from wall contact, but the ethernet connection was still not detected and tested the wall port with a new cable connected to my laptop, and the port still did not identify a network connection and created an information technology ticket and planned to follow up the next day and later coordinated with information technology and they repaired the necessary port, resolving the connectivity issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating and appeared offline on rss. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.